Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 9 devices were received for evaluation; 9 events were confirmed during testing. Approx 9 devices were found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device was not able to be put into safe mode, a condition in which the device has the potential to run unintentionally, during a service evaluation at the manufacturer facility. There was no patient involvement; no patient impact.